Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported it takes 2-3hrs to charge the implant to 100% for probably 3 weeks. Patient stated the screen goes from good to excellent, goes blank and controller has to be reset when they are recharging the ins. Patient stated they are a skinny person, no meat between paddle and ins and they should get excellent connection when recharging ins. Patient services (ps) asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage to the rtm but the little box gets warm and sometime in the last 3 weeks the internal device gets warm when recharging the ins. Ps asked patient to connect the controller to the ins, controller shows ins 90%, controller 100% charged. Ps reviewed information and recommend patient consult with their healthcare provider (hcp) with any questions or concerns with the ins getting warm. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported. : additional information was received from a patient (pt). The patient reported that the steps that were taken to resolve the implantable neurostimulator (ins) heating during recharge was changing out the paddle. This issue was resolved.